Event description:
Per the clinic, it was reported the electrode array had migrated outside of the cochlea. The device was explanted on (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 13, 2014.

Manufacturer narrative:
(B)(4)